Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head does not work. The rf head was returned for repair. There was no patient involvement.